Event description:
It was reported that the patient presented in clinic. A chest x-ray was performed that revealed that the right ventricular (rv) lead had become dislodged, and was resulting in the rv lead exhibiting loss of capture, r-wave variation, and low impedance. The physician opted to reposition the rv lead on (B)(6) 2021. The patient was in stable condition pre, during, and post procedure.